Event description:
It was reported by the distributor that the product was observed to have lost liquid. The product was in the distributor's possession and was not provided to a user facility and was not in contact with a pt. Integra has requested return of the device for eval.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.